Manufacturer narrative:
The customer has elected to remove the involved device from use.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to shock during testing, displaying a shock equipment malfunction message. There was no patient involvement.

Manufacturer narrative:
UDI = (B)(4).